Manufacturer narrative:
The device was received with the adhesive pad completely attached to the bottom housing, and no damages or defects were observed with the adhesive pad or the adhesive pad's welds. Although the investigation found no evidence of any damage, the reported pod adhesive skin irritation report could not be determined. The received device had the cannula assembly fully deployed. The soft cannula measured the correct full length according to specification and did not appear damaged. Inspection of the fluid path and needle mechanism components found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula becoming dislodged from the infusion site. A root cause for the reported dislodged cannula could not be determined.

Event description:
It was reported that a skin irritation due to the pod adhesive had occurred while wearing the pod on the leg for between 25 and 36 hours. The patient was scratching the site to relieve the itching sensation and the pod's cannula came out from the site. The patient consulted the family doctor and was prescribed elocom ointment for treatment.

Manufacturer narrative:
We are unable to determine if any product condition could have contributed to the skin irritation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.